Event description:
In 2008, the lay user/patient contacted lifescan on behalf of the lay user/patient alleging the one touch ultra link meter prompted an error 2 message. The reporter stated the pt took glucose due to the issue with the product. The reporter stated the pt did not seek medical attention. Although the pt took glucose, the pt denied having any symptoms. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The test strips were in good condition. The issue happened when inserting test strips. Upon retest, the issue was not resolved. This complaint is being reported because the product issue was not resolved during troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.